Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa19, s/n (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa19 mitroflow aortic pericardial heart valve at the time of manufacture and release. As the device was not received for analysis, no further investigation can be performed. Based on the document review performed, no manufacturing deficits were identified. However, as the device was not received for analysis and limited event information was provided, the root cause of this event cannot be determined.

Event description:
A mitroflow lxa19 was implanted on (B)(6) 2012. On (B)(6) 2015, the valve was explanted and replaced with a crown cna19 valve. No further information about the event was available.